Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Event description:
As reported, the transcatheter heart valve failed approximately 7yrs post implant due to regurgitation, high gradients and aortic insufficiency and a valve in valve procedure was performed to treat the patient.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery provided therefore no imagery evaluation performed. A device history record DHR review and lot history review was not done due to limited information about the device. The complaint for post-implantation central regurgitation was unable to be confirmed, therefore a complaint history review was not performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint therefore no manufacturing mitigation is required. A review of edwards lifesciences risk management documentation was performed for this case. The thv had been implanted for more than 5yrs. There was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. No further action is required. The following instructions for use IFU was reviewed; IFU, s3 with commander delivery system; no IFU/training deficiencies were identified. The complaint for post-implantation central regurgitation was unable to be confirmed without provided medical records or imagery. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per the instructions for use IFU, valve regurgitations including paravalvular leak pvl and central regurgitation are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement thv procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration e.g. Calcification, leaflet thickening, and/or nonstructural dysfunction fibrosis, pannus formation. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, the transcatheter heart valve failed due to regurgitation, high gradients and ai. A valve in valve procedure was performed to treat the patient. Due to limited information, a definitive root cause was unable to be determined at this time. Since no manufacturing non-conformances or labeling and IFU and training deficiencies were identified, no product nonconformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective and preventative actions CAPA nor product risk assessment pra escalation are required.